Event description:
Vamp brings in air during use. This did not happen during bloodtaking. Hospital found emboli in the patient's arm. The arm turned white.

Manufacturer narrative:
Evaluation summary: adult vamp-blood residue was visible between blue seal and reservoir interface at stopcock end. It appeared that blood had leaked across the blue seal wipers to plunger side. Unable to find any leakage around the seal if plunger is moved smoothly and evenly at rate of 5cc per 3-5 second as recommended by dfu. Air leakage across the seal was noted at the ends of the seal when plunger was side loaded (not pulled evenly).